Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown cause. No additional adverse patient effects were reported. This rv lead has not been received for analysis.